Manufacturer narrative:
Correction to the initial MDR. This MDR was filed in error as the device was implanted in (B)(6) and the suspect model number db-2201-30 has not been approved for use in the united states.

Manufacturer narrative:
Additional suspect medical device components involved: model#: db-2201-30, serial#: (B)(4), description: dbs lead, 30 cm. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient underwent a lead revision due to thinning skin around the leads. The leads appeared to be coming through the skin. The physician explanted one lead due to local infection and burried the other one deeper.

Event description:
A report was received that a patient underwent a lead revision due to thinning skin around the leads. The leads appeared to be coming through the skin. The physician explanted one lead due to local infection and buried the other one deeper.